Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2003 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of three device reports associated with this event 1225714-2014-07021, 1225714-2014-07022 and 2937457-2014-01812.

Event description:
Additional information was received in which the plaintiff's attorney alleged that the patient experienced a cardiopulmonary arrest from which he never recovered and the patient subsequently expired two days later.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.